Event description:
It was reported the patient was admitted to the hospital after experiencing "multiple shocks." Interrogation demonstrated rv lead noise and big impedance variations. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; distal segment returned and analyzed.